Event description:
Per the info provided to co by the physician's office, the pt has a "failed' prosthesis. According to the physician's office, the pt has "no plans to remove." No surgery has been scheduled.